Manufacturer narrative:
Lead model 3387s-40, lot # v855467, implanted: (B)(6) 2011, explanted: na; extension model 7482a40, serial # (B)(4), implanted: (B)(6) 2011, explanted: na. Concomitant system: neurostimulator model 7426, serial # (B)(4), implanted: (B)(6) 2011, explanted: na; lead model 3387s-40, lot # v690087, implanted: (B)(6) 2011, explanted: na; extension model 7482a40, serial # (B)(4), implanted: (B)(6) 2011, explanted: na.

Event description:
It was reported that the patient called their outpatient psychiatrist with a complaint of suicide ideation. The patient was brought to the emergency department by their spouse and admitted to the psychiatric floor on (B)(6) 2012 for inpatient treatment. The patient underwent a full psychiatric evaluation with adjustments to their medications and programming to their implantable neurostimulator. The patient was discharged on (B)(6) 2012 with resolution of the suicide ideation. See also manufacturer's report # 3004209178-2012-07778.